Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Initial reporter telephone not available for reporting. Initial reporter is synthes sales consultant. DHR review was completed. Part number: 319.006; synthes lot number: ft00054; supplier lot number: n/a ; release to warehouse date: 07-oct-2016; expiration date: n/a; supplier: (B)(4). Nonconformance was generated during production for 1 part with incorrect lot # on cert. Cert # was corrected and part was used as is. This non-conformance is not relevant to the complaint condition since it is not related to complaint condition of depth gauge metal distal tip disengaged from the plastic handle. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Flow: broken. Visual inspection: the depth gauge (part # 319.006, lot # ft00054, mfg # 07-oct-2016) was inspected at us cq. Upon visual inspection, it was observed that the needle of the depth gauge broke at its connection to the body of the depth gauge. The broken off portion (needle) was not returned. However, the protection sleeve component and handle along with the slider of the depth gauge was returned at customer quality. No new issues have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was not performed as the broken off portion (needle) of the depth gauge was not returned. Document/specification review the following drawing(s) was reviewed; depth gauge for 2.0/2.4 mm screws: no design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no relevant ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A nonconformance was generated during production for 1 part with incorrect lot # on cert. Cert # was corrected and part was used as is. This non-conformance is not relevant to the complaint condition since it is not related to complaint condition of depth gauge metal distal tip disengaged from the plastic handle. Material/hardness review: during the cq investigation, the material review was performed, and the material was determined to be conforming at the time of manufacture. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces during usage at the time of surgery. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on an unknown date, the metal distal tip of the depth gauge for 2.0mm and 2.4mm screws disengaged from the plastic handle. The broken fragment was discarded. Surgery was completed with no delay and no harm to patient. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).